Event description:
A malfunction was reported where the charging port area of a pump was warped, making it difficult to charge. No adverse impact to the customer's blood glucose level was mentioned. No additional information regarding corrective actions taken by the customer or technical support was provided.